Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported sometimes using infusion set and cartridge for 4 days. Tandem technical support informed customer that pump supplies should be changed every 48-72 hours per the user guide. Customer reverted to manual injections for insulin therapy and will resume pump at a later time after long-acting insulin wears off.